Event description:
Various bariatric procedures - "according to (B)(6), when the surgeons are inserting a black tri-staple load into the 15 mm port, a small piece of plastic from the gasket is breaking off and falling off into the patient. We were able to retrieve it. The plastic is about the size of a hole-punch. We notice it when we start getting an air leak and are then forced to open another trocar." Patient status - "unknown".

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.